Event description:
It was reported that device analysis was performed on the returned indirect decompression (ID) spacer and revealed that a cam-lobe was significantly bent and a severe abrasion was observed on the mating surface of the actuator, as well as damage to the spindle. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction (e.g. Spinous process).